Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported by a customer complaint that the pt was hospitalized due an incident of low blood glucose. The reporter stated that the insulin infusion pump with blood glucose monitor was reading 62 to 66 points higher then the hospital's monitor. The reporter believes that the glucose monitor is not giving accurate readings. They did not receive any alarms or alerts on the pump. The reporter will send back the pump and the monitor for system evaluation.